Manufacturer narrative:
Further information regarding event details will be requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) saw blood inside the syringes, when the box was opened from two syringes of juvéderm voluma® xc. No contact to the patient and no injury to the patient or injector.

Event description:
Healthcare professional (hcp) saw blood inside the syringes, when the box was opened from two syringes of juvéderm voluma® xc. No contact to the patient and no injury to the patient or injector.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device analysis: visual analysis performed noted 1 syringe of juvéderm voluma xc received with an opened box and an opened tray without lid. A red stain is observed on the syringe label, at the luer level. One bubble of use is observed, at the plunger tip level.

Event description:
Healthcare professional (hcp) saw blood inside the syringes, when the box was opened from two syringes of juvéderm voluma® xc. No contact to the patient and no injury to the patient or injector.

Event description:
Additional information provided "no damage to the box, completely sealed, and stored in the treatment room along with the other injectables which were completely fine. Juvéderm voluma® xc was removed from outer box and sterile package was opened. Hcp wore clean gloves during this time. Product was found in box, set up in it¿s typical fashion. Syringe was picked up and grey sterile cap was removed, provided needle was applied to syringe of volume. Juvéderm voluma® xc syringe was held up to light prime needle with product and the vial was noted to appear discolored. There was red pigment which appeared to be inside the syringe. Alcohol prep was used to clean the exterior of the syringe which did not remove the pigment, leading injector to believe this was inside the syringe/product. A small amount of product was pushed out through needle tip, which did appear clear. Pigment remained within the syringe. Product was not used in patient due to concerns of contamination."